Event description:
A few months before the revision on the (B)(6) 2014, the patient starts complaining about a noise coming from the hip, indicating there's too much friction. The doctor decides to operate and when opening the patient up, a large amount of greenish grey liquid comes out, indicating metalloses.

Manufacturer narrative:
A region of metal transfer indicative of stripe wear was noted on the femoral head bearing surface, this marking also suggests the construct may have been subject to microseparation and edge loading. The undesirable articulation between the ceramic head and the metal liner may have led to a breakdown of the fluid film lubrication between the ceramic head and metal liner; therefore the bearing will rely on boundary lubrication. This in turn may have led to an increase in friction at this point, which may further cause audible noises. The increase of friction finally induces metal wear as well as metal transfer onto the ball head. In this case the surgical positioning of the implant is likely to have increased the probability of edge loading occurring between the cup and head. This could subsequently have resulted in the high friction, noise and ultimately high wear and metallosis experienced by this patient. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.